Event description:
It was reported that in the ICU when the user was about to remove the catheter 10 hours after placement, a leak from the stopcock was found. As a result, the catheter was removed but not replaced as treatment was no longer needed. There was no reported delay, death, or complications to the patient it was noted that stopcock was used for blood transfusion.

Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed if additional information becomes available.